Manufacturer narrative:
Hamilton medical ag case number is (B)(4). Investigation ongoing.

Event description:
The following was reported to hamilton medical ag: unexpected shutdown. No visual or audible alarms were given. The patient had to be manually bagged. The ventilator device was restarted and the ventilation resumed. Patient involvement. No harm to the patient, user or third party has been reported. There is no significant delay in treatment reported. Investigation is ongoing.

Manufacturer narrative:
Hamilton medical ag case number is (B)(4). Investigation ongoing. Follow-up 1 - additional information: the entry fields b4, g6, h2, h3, h6 and h11 have been updated. It was reported that the device shut down unexpectedly without any alarms or warnings, requiring the patient to be manually ventilated. The customer restarted the machine and ventilation was resumed. Nevertheless, the event did not cause or contribute to a death or serious injury to a patient. The logfile analysis demonstrate that the device was alarming the user with the appropriate technical failure (tf) alarms which brought the device into ambient mode. After the re-start of the device, multiple instances technical events (te) 246005 and 232029 were recorded. The root case was defective component.the teslaspy board was replaced and a teslaspy protection board was installed. The software of the device was updated to version 3.0.3. Functional tests were performed using the service software, and the unit was returned to clinical use.

Event description:
The following was reported to hamilton medical ag: - unexpected shutdown. No visual or audible alarms were given. The patient had to be manually bagged. The ventilator device was restarted and the ventilation resumed. - patient involvement. - no harm to the patient, user or third party has been reported - there is no significant delay in treatment reported. Investigation is ongoing.